Manufacturer narrative:
The device was not returned for analysis. An investigation has been initiated in accordance with internal complaint handling procedures. Device history review could not be conducted because the exact lot number is not known. Root cause has not be determined. Only the di of the UDI information was provided because the exact lot number was not known.

Event description:
It was reported that the non-absorbent upper lip stabilizer of the hollister anchorfast device fell off while in use on a patient and landed in the patient's mouth. It was further reported that it was easily retrieved from the mouth. It was reported that the anchorfast device was changed out for a new one.